Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise was observed on this lead on (B)(6) 2018 and (B)(6) 2018. No adverse patient events were reported. The lead remains actively implanted. Should additional information be received, this file will be updated.